Manufacturer narrative:
Product investigation is in progress.

Event description:
When I wanted to take it out I gave it a tug and I thought it had come out... Did not suspect that almost the whole tampon was left in body- vagina [foreign body in reproductive tract] . When I wanted to take it out I gave it a tug and I thought it had come out... Did not suspect that almost the whole tampon was left in body... Tugged harder and felt pain [complication of device removal] . Discomfort-vagina [vulvovaginal discomfort] . Pain-vagina [vulvovaginal pain] . Gave it a tug... Really only the threads and some of the material or cotton whatever a tampon is made of came out... One was from the day before without a string [device breakage] . Case narrative: consumer reported via email that she thought the tampon came out, but did not suspect that almost the whole tampon was left in her body. No serious injury was reported.

Event description:
When I wanted to take it out I gave it a tug and I thought it had come out. Did not suspect that almost the whole tampon was left in body- vagina [foreign body in reproductive tract] when I wanted to take it out I gave it a tug and I thought it had come out. Did not suspect that almost the whole tampon was left in body. Tugged harder and felt pain [complication of device removal] discomfort-vagina [vulvovaginal discomfort] pain-vagina [vulvovaginal pain] gave it a tug... Really only the threads and some of the material or cotton whatever a tampon is made of came out... One was from the day before without a string [device breakage] case narrative: consumer reported via email that she thought the tampon came out, but did not suspect that almost the whole tampon was left in her body. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.